Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a pump was leaking medication into a clear plastic container from the inner bladder of the smiths medical, cadd medication cassette. No adverse patient effects were reported. No additional information is available at this time.